Manufacturer narrative:
The returned air and oxygen gas module which regulates the inspiratory air and oxygen gas flow to the patient has been investigated. During test in a reference ventilator the oxygen gas module failed the pre-use check in the subtest "flow transducer test". The test log from the pre-use check shows that the oxygen gas module deliver less air gas to the patient with the consequence that the oxygen concentration will be lower than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2017.

Event description:
(B)(4).

Event description:
It was reported that ventilator patient was on the following settings simv(vc)+ps simv 8, vt 600,% peep, ps 5. Pt had been on an fio2 of 100%. The user began the fio2 weaning process by dropping the fio2 to 70% without incident. Then further dropped the fio2 from 70% to 40%. Shortly thereafter the ventilator began alarming for low o2 concentration. The measured fio2 was 31-32% and the set fio2 was 40%. There was no patient harm reported. (B)(4).